Event description:
The customer reported that the device failed to power on while attending a pt. There was no adverse pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.